Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported the patient had a post operative infection, resulting in the implantable neurostimulator (ins) and two extensions being explanted. The rep later reported the patient was currently being treated for the infection and it was unknown when the patient first started experiencing the infection issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.